Manufacturer narrative:
Manufactured february 9, 2017 ¿ february 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of 2 (two) large volume infusors ruptured and a leak was observed. There was no patient involvement. No additional information is available.